Manufacturer narrative:
(B)(4).

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was not explanted. The recipient remains implanted. This is the final report.